Manufacturer narrative:
The device was returned and evaluated. Weight bearing by the patient may have contributed to this incident.

Event description:
A doctor alleged that a patient's precise nail had broken approximately two (2) months after implantation. The patient was implanted with precise bilaterally; the left femoral nail allegedly broke.

Manufacturer narrative:
The patient had completed their bilateral lengthening treatment and was in the consolidation phase when the left femoral precise nail allegedly broke. The patient was instructed by the treating physician to not bear full weight; however, the patient was non-complaint. The doctor removed the patient's precise nail and implanted a trauma nail. To date, the patient is doing fine. An evaluation of the returned device is anticipated. A DHR review revealed that there were no deviations from the manufacturing process for this lot and that the device was released within specifications.